Event description:
It was reported that urine leakage onto the patient¿s pants was noticed. The nurse attempted to inflate the balloon after removal from the patient, and a hole was observed in the balloon. A new foley catheter was inserted. No blood was present in the urine, and clear yellow urine was returned. Psr-3005762. The last foley catheter insertion occurred on (B)(6) 2026. Some crystallization was noted on the tip of the catheter. No tugging or pulling was observed, and no trauma was identified during assessment. No skin breakdown was noted.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.